Event description:
A customer complaint was received indicating that the user had discovered that eeg data from electrodes placed on the right side of the head displayed in the eeg record as having come from the left side of the head and visa versa. Investigation determined that the customer selection and use of the "routine v44 r/l" protocol (r/l refers to the right side electrodes displayed over the left side electrodes) without the associated amplifier overlay may result in a mismatch between the amplifier labeling and the protocol. This may result in the misinterpretation of the left versus right side of the brain. In one case, a pt underwent bilateral grid placement surgery when unilateral grid placement would have sufficed.

Manufacturer narrative:
For units in the field, we will notify users about the r/l protocols and instruct them to be removed from the protocols menu if they are not utilized and properly understand by the user facility and staff. One pt underwent bilateral electrode grid placement when unilateral grid placement may have sufficed. The user facility also submitted a medwatch report (B)(4). This report was edited on 3/6/2012 to revise the registration number from 2126317 to 3008289288. The current registration number was not known at the time the initial MDR was sent.